Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a loose power plug on the pneumatic module. The power plug was resecured, and the unit was returned to service. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to ventilate. There was no report of patient involvement.